Event description:
It was reported that during wound check post-implant, loss of capture on the atrial lead was observed. Lead was re-positioned. The physician broke the sterile field after closing the pocket. The patient went into non-sustained vt episode post-procedure. It was noted that the atrial lead was capturing in the ventricle. Atrial lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.